Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that the user said was getting low flow alerts and biomed received an alert 80 (non recoverable system error) during testing. Per wo notes, asked biomed to cycle power and alert 80 did not reoccur and was going to download the csv file and send it over for the low flow. Csv files show some unusual inlet pressures and biomed received an alert 47 (control panel communication) while it was powered on then got a no symbol, coming in for service under warranty.

Event description:
It was reported that the biomed had an arctic sun device that the user said was getting low flow alerts and biomed received an alert 80 (non recoverable system error) during testing. Per wo notes, asked biomed to cycle power and alert 80 did not reoccur and was going to download the csv file and send it over for the low flow, csv files show some unusual inlet pressures and biomed received an alert 47 (control panel communication) while it was powered on then got a no symbol, coming in for service under warranty. Per sample evaluation results received via task on 25mar2026, it was reported that the alarm 47 (control panel communication) found during the evaluation.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed pressure transducer. The arctic sun stat was evaluated upon receipt. Csv files were reviewed at the depot. Device not filling found in decon. During the evaluation it was found that the pressure transducer had failed. Pressure transducer was replaced. It was reported that biomed received an alert 80 and 47. Reported issues could not be reproduced at the depot. The arctic sun 6000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The fluid delivery line was leak tested and passed. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Review of the DHR did not indicate any manufacturing nonconformance that could have caused and or contributed to the reported event. Based on the results of the investigation, no additional actions can be taken. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.